Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited possbile non-capture with high thresholds of 5.0v @ 1ms and poor sensing of 3.0 mv. The lead impedances were noted as unchanged. During a revision procedure, the lead was explanted when noted with a small crack or slit in the insulation near the distal end. The patient was hospitalized with temporary pacing. No adverse patient effects were reported.